Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device implant procedure, the device was still visible after the physician pushed the implant tool all the way to the hub. The device would be monitored. The patient was stable and discharged.